Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
It occurred at the second case, in which the two cases were planned at the same day. After the registration completed as expected, passed the reamer check, reamer basket was placed in the acetabular cartridge. The arm was controlled and the surgeon started reaming by pulling the trigger. The reamer did not stop even the surgeon released the trigger, then he clicked ¿free arm¿ icon and stopped reaming forcibly. Then the basket was placed again and tried to control it but it did not function. (The boundary could not be controlled, the mics mark on the display did not turn to green.) They suspected the mics was failed, then mics status check was performed and the reamer was functioning as expected and no error was observed. Then went back to the reaming mode, repeated the same process but it did not function. The procedure was continued by using mics for tka as it was sterilized and ready to use. About ten minutes delay but the procedure completed with no major accident.

Manufacturer narrative:
Update to b2, executive summary, and d2. Reported event: it occurred at the second case, in which the two cases were planned at the same day. After the registration completed as expected, passed the reamer check, reamer basket was placed in the acetabular cartridge. The arm was controlled and the surgeon started reaming by pulling the trigger. The reamer did not stop even the surgeon released the trigger, then he clicked ¿free arm¿ icon and stopped reaming forcibly. Then the basket was placed again and tried to control it but it did not function. (The boundary could not be controlled, the mics mark on the display did not turn to green.) They suspected the mics was failed, then mics status check was performed and the reamer was functioning as expected and no error was observed. Then went back to the reaming mode, repeated the same process but it did not function. The procedure was continued by using mics for tka as it was sterilized and ready to use. About ten minutes delay but the procedure completed with no major accident. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. A CAPA has been raised for lost product. If the device is returned then the complaint will be reopened. Product history review of device history record indicate that (B)(4) devices were manufactured under lot 42030519 and (B)(4) accepted into final stock on 03 june, 2015. No non-conformance was identified in the process. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42030519 shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required.

Event description:
It occurred at the second case, in which the two cases were planned at the same day. After the registration completed as expected, passed the reamer check, reamer basket was placed in the acetabular cartridge. The arm was controlled and the surgeon started reaming by pulling the trigger. The reamer did not stop even the surgeon released the trigger, then he clicked ¿free arm¿ icon and stopped reaming forcibly. Then the basket was placed again and tried to control it but it did not function. (The boundary could not be controlled, the mics mark on the display did not turn to green.) They suspected the mics failed, then mics status check was performed and the reamer was functioning as expected and no error was observed. Then went back to the reaming mode, repeated the same process but it did not function. The procedure was continued by using mics for tka as it was sterilized and ready to use. About ten minute delay but the procedure completed with no major accident.